Event description:
A pt who had been injected with radiesse dermal filler in the naso labial folds and marionette lines in (B) (6) 2008. On (B) (6) 2009, the pt developed swelling of the upper lip, and a lump in the mucosa of her lower lip. The lump was injected with 2% plain lidocaine mixed with 0.9% nacl and then massaged. The following day, the pt stated the swelling worsened; she went to urgent care, where they prescribed antibiotics and steroid. Two days later, ent admitted her to the hospital to drain the abscess; at this time, the pt was diagnosed with (B) (6) infection and remained in the hospital overnight with IV antibiotics.

Manufacturer narrative:
This event was reported to bioform med, inc., six weeks post onset of the infection and the pt has fully recovered. The radiesse lot number had not been recorded in the pt file; therefore, the device history records could not be reviewed.